Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in late 2008 that a one step button peg kit pull method was used in a percutaneous endoscopic gastrostomy (peg) procedure eight days prior. According to the complaint, a one step button was placed using three spacer discs. Upon removal of a spacer disc, a crack was found around the port. Removal of this device will occur in approx one month. No patient complications were reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.